Manufacturer narrative:
Two (2) expedium quick-connect single innie polyaxial screwdrivers [product code: 2797-12-400] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at each driver¿s distal tip, the second half of the tip was not provided with either device. The fracture analysis report suggests each driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver distal tips becoming broken cannot be positively determined. However, the fracture analysis report suggests each driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Following tapping of the pedicle, large screws were inserted 2x (8x80mm) and during final insertions of each screws both screwdriver tips stripped off in the head of the screws and remain in the patient. No debris was created. Completed with same / like product.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.